Manufacturer narrative:
Concomitant medical products: cad_syr_tube; (2) 8110. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported an over infusion of epinephrine. There is no report of patient harm.

Manufacturer narrative:
The report of an over infusion of epinephrine could not be confirmed. The pcu event log had only one recorded infusion of epinephrine performed on the reported event date, which was investigated for a separate complaint related to a different patient. No additional epinephrine infusion was recorded for this reported event. Testing and inspection of the device showed no issues, and rate accuracy test results were within specification. The root cause for the customer¿s report could not be identified.

Event description:
The customer reported an over infusion of epinephrine. There is no report of patient harm.